Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator did not switch to battery mode. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. No parts of the device logs were returned. It was reported that the ventilator was not switching to battery supply. Switching between mains power and battery module power supply is controlled by the plug-and-play back-plane printed circuit board. Our field service engineer (fse) replaced the plug-and-play back-place board which solved the problem. It was also observed that the mains led on the user interface touch screen was defective and not glowing, why the touch screen was replaced as well. Based on the info from our fse, this was two independent failures. If a ventilator in pt operation is not switching to battery backup when this is required, e.g., during a power outage, it will lead to stop of ventilation. The cause of the reported issues could not be determined due to lack of goods.

Event description:
(B)(4).